Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a motor error alarm during the rewind process. It was also found the customer had other motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.